Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem. The rupture was found on the balloon main unit at the form of a pinhole with no other defects observed. The procedure was completed with another of the same device. There were no patient complications reported, and patient status was good.

Event description:
It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified cephalic vein. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, on the first inflation at 8 atmospheres for a few seconds, the balloon ruptured. The device was removed without any problem. The rupture was found on the balloon main unit at the form of a pinhole with no other defects observed. The procedure was completed with another of the same device. There were no patient complications reported, and patient status was good.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: device was returned for analysis. The balloon/markerbands, tip/blades, and shaft underwent a visual and tactile examination. The balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when deionized (di) water was observed to be leaking from a balloon pinhole located approximately 10mm distal of the proximal markerband. No damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage to the shaft of the device.